Event description:
Report received of a tubing separation at the filter during an infusion of a standard IV solution. The customer states this tubing set is a specialty chemotherapy set that has a cylinder shaped filter. Reports the tubing broke off below the filter. The patient had been resting in bed and the parents notified the staff that a cup of h20 spilled onto the tubing. The reporter believes that is the time the separation occurred. The patient experienced approximately 5-10cc's of blood loss. The patient's port cloted and was reaccessed. Unknown to reporter how long the tubing was in before the separation occurred. No report of adverse patient effect. Additional patient information was requested, but no further informatiion was available.